Event description:
Planned elective cataract surgery left eye. Paracentesis was made using a super-sharp. The 2% lidocaine was injected into the anterior chamber, followed by injection of air and then placement of trypan blue to stain anterior capsule left eye. Waited 25 seconds. Afterwards, viscoat was injected into the anterior chamber. It was noted that the cornea became diffusely more hazy which prevented good visualization. After waiting to see if there was any clearing of the cornea, it was noted the cornea was diffusely hazy preventing good visualization of the anterior capsule to assure safe capsulorrhexis, a decision was made not to pursue with cataract extraction due to poor visualization of the capsule for pt's safety. To be noted there was an appropriate red reflex at the beginning of surgery, sufficient to proceed with surgery. The pt has a long history of corneal scarring in that left eye which involved the corneal periphery, not the central cornea. Dates of use: (B)(6) 2011. Diagnosis or reason for use: cataract surgery.